Event description:
A healthcare professional reported left prosthesis with signs of intracapsular rupture, lymph nodes of reactive aspect in left armpit. Bi-rads 2. It was later confirmed by the hcp capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening assessed as fold flaw opening. Additional observations: no penetrating nick (stress marks). No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
The event of "lymph nodes of reactive aspect" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & lymphadenopathy.

Event description:
A healthcare professional reported left prosthesis with signs of intracapsular rupture, lymph nodes of reactive aspect in left armpit. Bi-rads 2. The device remains implanted.

Event description:
A healthcare professional reported left prosthesis with signs of intracapsular rupture, lymph nodes of reactive aspect in left armpit. Bi-rads 2. It was later confirmed by the hcp capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It was later confirmed by the healthcare professional capsular contracture baker grade IV. The device has been explanted and replaced.